Event description:
A report was received that the patient had difficulty charging the ipg. X-ray was taken and the result showed that the ipg had migrated. Database analysis of the battery discharge revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent a revision procedure wherein the ipg was repositioned.